Event description:
A physician was attempting to remove a polyp from a patient and the snare appeared to "let go" of the polyp. The physician attempted to remove it again using another snare and it also "let go" of the polyp. The procedure was not completed as the polyp was not removed from the patient. There was no injury or medical intervention.  The facility is not sure if the device is actually broken or was not used correctly. They will send both devices in for evaluation.  Additional information received (B)(6) 2012: writer spoke with the customer and see stated that they did get the replacements. Writer inquired if the new ones had been used, yet the customer said that they had not been used yet. She further stated that the biopsy on the patient came back indicating that the patient would need a further surgery and this instrument would not be appropriate for that procedure.  He used this instrument because he felt it was best suited for this case initially, but he had not used it in over a year to her knowledge.

Manufacturer narrative:
(B)(4). One (B)(4), were received for evaluation. Initial review of the snare assembly (B)(4) showed it functioned without issue. No defects were noted in the sheath and handle portion. Both the hinged loop wires (the one returned individually and the one in the assembly, have been separated at the pin). This connection is a swaged pin that is designed to allow the ends to swivel for the proper movement and snaring action. There is no evidence that either end of the wire was off center or that, that wire or pin broke. Upon review of the returned products by quality and engineering, it appears that the instruments may have been used to tear or try to cut, not just hold something. This is evident by the condition of the pin joints on both wires. It looks like the one end of the wire has been pulled loose from the peened end of the pin.